Event description:
During a coronary artery stenting treatment procedure, a shaft break occurred. The target vessel was located in a severely tortuous, severely calcified unk lesion. The lesion was treated with a rotoblator. The physician attempted to load a 3.00 x 32 mm taxus express2 drug eluting stent onto the guidewire but was unable to do so. The physician pushed hard in the stent shaft to move forward on the guidewire when the shaft kinked and broke. The procedure was successfully completed with another taxus stent of unk size. No pt complications were reported. The pt status is reported as 'satisfactory/good'.